Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of blood in helium pathway is confirmed. The iab was found with a broken central lumen. The broken central lumen allowed blood to enter the helium pathway. The root cause of the central lumen break is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This issue will be monitored for any developing trends.

Event description:
It was reported that a patient of 160 cm in height, right upon insertion procedure completed and before starting pumping, blood was found in helium tubing. The device was removed and replaced. There was no reported patient death, injury or complications. The event occurred in the cath lab. The insertion site was the left femoral artery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) in height, right upon insertion procedure completed and before starting pumping, blood was found in helium tubing. The device was removed and replaced. There was no reported patient death, injury or complications. The event occurred in the (B)(6) lab. The insertion site was the left femoral artery.